Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the up arrow and down arrow keypad button buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. The contrast button was unresponsive and the keypad cover was returned peeling; which has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.